Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the operation was good, but the patient already felt discomfort after the operation; it was clear that stimulation was being delivered, but the location was misaligned, so the pain was not alleviated. It was noted that there was only numbness. There were "individual differences," and it was reported that one year had passed, but something had to be done as the patient's next appointment was near. There were no other stimulation settings. The stimulation that was delivered during the operation was right on, but it became misaligned after the operation. Turning on and adjusting stimulation had been tested for the past year, but the issue was not resolved.